Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Downstream occlusion alarms were found in the event history log, but were not reproduced. The device was found out of specification with respect to the reported symptom. The downstream sensor was recalibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test during preventive maintenance testing. It was also reported there was no pt injury.